Manufacturer narrative:
The reason for this revision surgery was for a dislocation after 2 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against lot number 856c1093, both for dislocations.. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been for dislocations. The remaining complaints have resulted from other issues such as infections, instability and pain. The root cause of the patient's shoulder dislocating was reported to be a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating their shoulder from a fall causing the reverse shoulder prosthesis (rsp) insert to be damaged.